Event description:
This patient has had blood backing up the PICC line tubing. It happened twice during the shift and the blood would go back down into the infant. There is a history of the blood backing up the past week all the way up to the filter that multiple lines had to be changed. I was being very cautious as to watch whether or not blood was backing up as most of the occurrences happened while infant was being held or fed. When I picked up the infant, I looked down at the line and there was no back up of blood during this time, but noticed a bubble of air in the line coming past the t-connector site roughly 3 inches away from getting into the baby. The air somehow bypassed filter and neutron hubs. At this moment, I clamped the PICC so that the air would not get to the baby and nurse helped contact different resources to assist with the air in the line.